Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head of the subject device had a detachment of the sheath. There were no reports of patient harm.

Event description:
It was reported that the camera head of the subject device had a detachment of the sheath. The intended procedure was a therapeutic urology procedure. The device was used to complete the procedure with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found the image could not be displayed. Based on the results of the investigation, it is likely that the image not being displayed and the disconnection in the cable unit were due to the customer not following the instructions for use (IFU): the event can be prevented by following the IFU, which states: never clean, disinfect, sterilize or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, that could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.